Manufacturer narrative:
Based on the claim against the product by the customer noting a defective 30 degree endoscope, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found severe damage on cable jacket. The aea was damaged and had friction issue. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the 30 degree endoscope was noted to be defective. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue with the endoscope was the same as all the others. There was a defective instrument adapter, and the endoscope did not rotate freely, as resulted in a mirror image. The issue occurred on (B)(6), 2023 and occurred during the procedure. The ports were placed on the patient, and there was no any harm to the patient, and no fragment fell into the patient. Then, the procedure was completed with a backup endoscope, and the issue resulted in a delay of fewer than 15 minutes. The endoscope was inserted as normal; it was not common to use to rotate the endoscope manually before insertion. There was no damage or anything out of the ordinary before the operating room (or). However, the reported tested the endoscope when returned to her and observed resistance in turning. In addition, it was possible to hear some light sanding noise. The same as in the 5 cases before. The endoscope was available for return to isi for evaluation. It has been send to intuitive under rma1491203. A video recording of the procedure was not available for isi review. The procedure took place on (B)(6), 2023 between 14:28 ¿ 16:01, and the reported thought it was possible for is to find the logs in the system. The patient-related information was not provided, and according to the reporter, it was not relevant to the case as this was the 6th issue.